Event description:
Per the clinic, the device was explanted on (B)(6) 2009 due to infection. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the device was explanted on (B)(6) 2009, as previously reported.this report is filed july 28, 2014.